Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a critical pump error. Customer stated that there is a red x on the insulin pump display. Blood glucose was 165 mg/dl. Customer was advised that the insulin pump is being replaced. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to corroded motor home switch. Unit received with fading serial number label, minor scratches on case and minor scratches on lcd window.